Manufacturer narrative:
The device was not returned for investigation. The risk of access site complications leading to bleeding is written in the IFU as a possible adverse event. It was noted that patient had circumferential wall calcium in the access artery. The IFU warns against using manta in patients with severe calcification. The risk documentation was reviewed and this is a known risk. Previous failure investigations determined that this failure mode is associated with device misuse. Due to the tight tolerances of the 14f lock advancement tube within the carrier tube, kinking, or bending of the tube can prevent the lock advancement tube from descending during deployment as designed. A design change was implemented since the release of this lot that reduces the failure from occurring when the device is not deployed per instructions of use.

Manufacturer narrative:
An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
An (B)(6) y/o male patient underwent removal of a mechanical circularory support device. Manta 14f vascular closure device was used to close the access site that was made by a 14f sheath. It was reported that the physician was unable to visualize the lock advancement tube. He was able to cut the delivery tube and the lock advancement tube was visible again. Immediate hemostasis was achieved.